Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. The iab was removed and a second was inserted. Event complications: unk - rpt'd 8/11/97, 9/12/97. Pt current status: unk - rpt'd 8/11, 9/12/97.